Event description:
The reporter stated that the surgeon was performing a l3 - s1 transforaminal lumbar interbody fusion (tlif) using the integra coral minimally invasive system. The pedicle screws and roots had been placed. The surgeon was tightening the level l4 cap screw saddle when the screw head separated. The cap was removed and replaced with a new cap screw. The same event occurred with a second screw at l4 on the other side. An alternative torque hand and different screw shaft were used to complete the procedure. The events prolonged the surgery by about twenty minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.